Manufacturer narrative:
The oxygen manifold was returned to the manufacturer's failure investigation lab for evaluation. A visual inspection of the o2 manifold revealed some dust, but no other signs of damage or contamination were found. The the o2 manifold was connected to an o2 regulator to test for possible leakage. Results of testing revealed that inlet valves shut at 20 psi, and at 95 psi, there was no measurable leak flow (<0.01 lpm).the customer returned oxygen manifold was tested for leaks. All check valves closed below 2 psi pressure. No measurable leak flow was detected when the pressure was raised to 95 psi. No failure was found.

Event description:
Customer reported that the oxygen (o2) manifold is leaking and needs replacement. The customer reported there was no patient involvement.